Manufacturer narrative:
We have tried to contact the hospital by the means of calling and emails to get the device back for a proper eval, but the hospital will not return our calls or respond to our emails. The device was not in our determination used in the proper way. We informed the hospital on the proper use of our product and referred them to our educational video and user manual on the proper use of our product. At no time should the compression pump be in the bed with the pt. The only way anyone could get burned or shocked by this product is if the product was broken and the wire were exposed. This hospital has a long history of mishandling our products. The hospital at the time of this event informed me that if they were going to file a report they would forward the report to me for my info. This was never done so I assumed that the hospital figured out that the event occurred because the product was improperly used and used with a broken charger. The only way I found out that a report had been filed was going on the MDR and searching for our products. I called the FDA and spoke with rep and he told me to file form 3500. This is the reason why the form was filed late.

Event description:
Pt in an ICU with ctu676 leg/foot intermittent compression system in place, received a burn when wires from a defective power cord came in contact with skin. The plastic cylindrical cover that protects the wiring for the connector that goes from the power cord to the battery pack/pump came away from the connector exposing the wires. When the plastic cylinder was examined after the incident, it was seen to be cracked. The pump was in the pt's bed rather than hooked to bedside. A nurse bathing the pt received a shock, but no injury. This is the report I copied off of the maude web site. The hospital has not returned my phone calls or e-mails in regards to this incident nor have they returned the product for our own eval. I informed the risk manager at the time of her call that this product at no time should be in the bed with the pt and our educational video and user manual clearly states how to properly attach the pump to the bed rail or footboard.